Event description:
It was reported that the customer was having issues with his insulin pump. Caller stated that he went to see his endocrinology, and they found that the insulin pump was not delivering properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.